Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The manufacturing records were reviewed and no irregularities were found. The device was received with the impaction cap broken off the shaft. The instrument corresponds to drawings and processes at the time of manufacture. Both diameters of shaft and impaction cap were ok. There seemed to be little braze present to make a secure joint, although the gap was adequate. This problem has been addressed with corrective measures.

Event description:
It was reported that the 5mm secondary chisel to be used for a procedure, was broken at the proximal end upon receipt. No harm was reported to the patient.